Event description:
During a lar procedure, the device did not work at all, showing error after trying to assemble several times. New device that worked correctly was used to complete the case. No patient consequence.